Event description:
The caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide specific information. Technical support assisted the caller by guiding them through filling and loading a new cartridge on the pump, ensuring insulin resumed properly, and replacing the cartridges as part of the corrective action.